Manufacturer narrative:
Follow-up #1: date of submission 7/2/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: unable to duplicate ¿loss of prime¿ complaint, no defect found. Last basal delivery was on 05/19/2015@9:12pm prior an unconfirmed warning for 2days on 05/19/2015@9:15pm, another 9hr unacknowledged warning post ¿ empty cartridge alarm is observed on 05/18/2015@09:54am. -tdd appear to be inaccurate due the unconfirmed/unacknowledged warnings, several due low non zero force are observed, returned battery cap and cartridge cap were used during investigation..3-ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test, no alarms occurred during the investigation. The product delivers within specification.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a loss or prime issue, and that the patient had been hospitalized for diabetic ketoacidosis (dka). This complaint is being reported because the patient experienced dka and the pump has not been discounted as a cause of/contributor to the event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.